Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: a review of the black box showed a call service 078 alarm. During the rewind step a replace battery alarm occurred due to moisture damage. Due to moisture damage the motor was unable to be tested during the rewind step. Unrelated to the original complaint, the down arrow keypad button was over responsive. The keypad was removed and the down button contact was found cracked. Additionally, the battery compartment was cracked below and above the grip pad, with a leak. Moisture was found inside the battery compartment, on the audio bolus button contact, and on the motor flex connector. Due to moisture damage the audio bolus button was unresponsive.